Event description:
Procedure type: pancreas. According to the reporter: the handle stopped during first firing. When the surgeon attempted to squeeze the handle to finish the firing, the stapler's shaft was broken and firing could not be completed. Since the jaws would not open, the surgeon unloaded the cartridge from the stapler, but still the jaws would not open. Therefore, additional resection was performed to remove the cartridge from the pt. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss. No information about the use of reinforcement material is available.

Manufacturer narrative:
(B)(4).